Manufacturer narrative:
The reported events were lead dislodgement, inadequate capture and ¿the physician found that the lv lead under the pacemaker had broken¿. The reported events of inadequate capture and ¿the physician found that the lv lead under the pacemaker had broken¿ were not confirmed. As received, a complete lead was cut consistent with procedural damage and returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damage found consistent with procedural damage. The s-curve height was measured within specification.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon review, it was discovered that the left ventricular lead exhibited high capture thresholds. It was noted that the lead dislodged. During the procedure, the lead was found under the pacemaker and was broken. The lead was explanted and replaced. The patient was in recovering condition.